Event description:
It was reported by service report that the chair had a damaged lock mechanism together with a bent seat support weldment. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Lock mechanism and seat section tube.